Event description:
On (B)(6) 2021, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meters was reading inaccurately high compared to another device continuous glucose monitor (cgm). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter stated that the alleged inaccuracy issue began on (B)(6) 2021. The reporter claimed that the patient obtained blood glucose readings of ¿334 mg/dl¿ with the subject meter compared to ¿156 mg/dl¿ on the cgm. The patient manages his diabetes with self-adjusted insulin, humalog (fast acting) and lantus (long lasting). The reporter stated that the patient administered an unspecified dose of humalog insulin in response to the alleged elevated reading, after previously taken his usual dose of lantus. The reporter advised that ¿3 hours¿ after taking insulin the patient developed symptoms at 11:45am on (B)(6) 2021, of feeling ¿sweaty, clampy and hard to walk¿ and associated it to ¿to low blood sugar¿. The reporter stated that at 11:50am on (B)(6) 2021, the reporter tested his blood glucose on the ultra 2 meter and obtained a result of 249mg/dl. The reported stated that she gave the patient some ¿juice¿ and he began to feel better. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing and the reporter did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged inaccurately high blood glucose readings obtained on the subject device.